Manufacturer narrative:
The technician found the pt left caregiver head up button is stuck. The technician replaced the pt left caregiver control board to resolve the issue.

Event description:
The account alleged that the bed automatically goes into the chair position. No pt impact.